Event description:
It was reported that pump experienced malfunction 14 that required pump to be turned off and plugged in to restart. There was no adverse impact to the customer's blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, technical support arranged shipment of replacement pump with updated software.